Event description:
It was reported that during a laparoscopic cholecystectomy the trocar leaked at the seal and the abdomen would not stay insufflated. Another trocar was used. There were no consequences to the pt.

Manufacturer narrative:
Final device investigation found that there was a crack on the inside of the sleeve cap of the device. The duck bill seal was not torn and passed a leak test. The obturator was able to fully and smoothly retract.